Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse is planning to replace the battery and is waiting for replacement parts to arrive so that repairs could start. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that while in use on a patient, it was noted that the cardiosave intra-aortic balloon pump (iabp) started running on batteries. However, the batteries gauge descend rapidly and the iabp shutdown even though it was connected to ac power source. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that while in use on a patient, it was noted that the cardiosave intra-aortic balloon pump (iabp) started running on batteries. However, the batteries gauge descend rapidly and the iabp shutdown even though it was connected to ac power source. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A japan getinge service representative reported that due to the customer's dissatisfaction with the results of another iabp unit at their site, repairs for the iabp reported in this report will be delayed. No expected date has been provided. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
A getinge service representative reported that the repairs have been completed. Due to deterioration, the battery was replaced and the issue was resolved. The tidal volume disk and safety disk were also replaced due to timing during preventive maintenance. All functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient, it was noted that the cardiosave intra-aortic balloon pump (iabp) started running on batteries. However, the batteries gauge descend rapidly and the iabp shutdown even though it was connected to ac power source. No patient harm, serious injury or adverse event was reported.